Event description:
Customer's family member called to report they were admitted as an inpatient for med treatment due to low bg's. Troubleshooting performed and it was determine that pump appeared to be operating as designed.